Event description:
The customer provided a vague report of a high number of pump modules that nursing (mostly oncology) tagged with notes indicating they were involved in over and under infusions. The biomed has checked the devices and found no issues. He feels the events may be related to clinical practice. No details of any specific events have been provided. There was no report of pt harm or medical intervention. Although requested, no add'l pt/event details were provided.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A f/u report will be submitted with investigation results should the devices be received for eval.